Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported, that this pacemaker appeared to be depleting prematurely. The estimated remaining longevity at the follow up last year was 5 years. However, at this follow up it was 2 years. Device data was submitted to technical services for review. Engineering evaluation determined, the device was not depleting prematurely. The power consumption is stable and within expectations based on programming and therapy delivery. It was noted, the patient was in atrial fibrillation (af). And there was persistent high rate atrial sensing that was causing the increase in power consumption. Technical services discussed programming the device with atrial sensing off to conserve battery. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that 1.5 years later, the physician reported, the remaining longevity was now less than one year. And premature battery depletion was suspected. No new device data was submitted. The physician planned to replace the pacemaker in (B)(6) 2023. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker appeared to be depleting prematurely. The estimated remaining longevity at the follow up last year was 5 years; however, at this follow up it was 2 years. Device data was submitted to technical services for review. Engineering evaluation determined the device was not depleting prematurely. The power consumption is stable and within expectations based on programming and therapy delivery. It was noted the patient was in atrial fibrillation (af) and there was persistent high rate atrial sensing that was causing the increase in power consumption. Technical services discussed programming the device with atrial sensing off to conserve battery. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received that 1.5 years later, the physician reported the remaining longevity was now less than one year and premature battery depletion was suspected. No new device data was submitted; the physician planned to replace the pacemaker in july 2023. No adverse patient effects were reported. One year later, it was reported that the pacemaker was explanted and replaced in august 2023 and the device was planned to be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.